Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/23/2013 with the following findings: the keypad cover was found to be torn over the up arrow and down arrow buttons. During testing, the down arrow keypad button was found to be auto-scrolling; all other keypad buttons responded appropriately. The keypad cover was removed and the up and down arrow button contacts were found to be inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached from the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.